Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that she was receiving motor error alarms on her insulin pump. Customer stated that she performed a set change and the motor error alarms persisted. Motor error alarm also occurred once during priming. Customer did not recall any significant events leading up to the motor error alarms. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion test, due to protruded and loose drive support disk. Motor passed test. Insulin pump had a cracked case near lcd window corner, cracked minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.